Event description:
User facility report: connecting the pencil to the esu console, an error was displayed. Distributor report: connecting the returned product to an esu console, we confirmed the pencil continued to activate, even though we did not push the output button on the pencil.

Manufacturer narrative:
Conmed electrosurgery is awaiting return of the suspect device for evaluation.